Event description:
New information received noted that the lead was capped and replaced on 09 nov 2022. There were no adverse patient consequences reported.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net with an alert received for high pacing impedance measured on the right ventricular lead. Also noted was variable r-wave amplitude. The patient was seen in-clinic and further evaluation found elevated capture threshold. The change in electrical parameters was attributed to fluid retention that resulted from an alteration in the patient's prescription medications. Programming adjustments were made. There were no patient consequences.